Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient exhibited pericarditis, discomfort, and pain. During a routine follow-up visit, the patient showed pericarditis symptoms in april and follow-up physician treated the patient with medications. The patient has fully recovered. The device is not expected to return, it as it was disposed, therefore the lot number is not available.